Event description:
During a plasmapheresis treatment, it was noted that the soft keys on the device would not work. The device would not work and the treatment was discontinued prior to completion.

Manufacturer narrative:
The us agent for product in regards to FDA reporting is fresenius (B)(4) located in (B)(4). A service technician was notified and evaluated the device. The technician replaced the front panel and an air detector in the device. The device then operated according to specification. The front panel has been sent back to the manufacturing plant for evaluation. The tpe set (p/n 9400451) with lot number zlt011 was also sent back to the manufacturer for evaluation. All investigation results will be included in an amendment to this MDR report.